Manufacturer narrative:
A distal segment of the lead measuring 53.6cm was returned for analysis. An external insulation abrasion was noted at 23.0cm to 23.6cm from the distal tip consistent with lead friction another device or feature of the heart. The etfe coating was intact and the inner coil was not exposed at this location.

Event description:
This report is to advise of an event observed during analysis.